Event description:
Customer reported that he has been experienced high blood glucose. Customer stated that in the morning his reading was 521 mg/dl. He continued to use the insulin pump and his blood glucose came down. He went too far and gave himself to much and had a low of 40 mg/dl. He drank orange juice to treat and went up to 100 mg/dl. Customer requested the insulin pump to be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.